Event description:
Diagnostics were not performed during pre-op on the date of surgery, and the surgeon did not attempt to re-insert the pin into the generator prior to replacing it. Analysis on the generator identified no anomalies. The device performed according to specification. No further relevant information has been received to date.

Event description:
It was reported that the patient's device had high impedance, and the patient did not feel stimulation. The physician disabled the generator in response to the high impedance. No surgical intervention has occurred to date.

Event description:
The patient had surgery to correct the high impedance. The generator was replaced, and the impedance was then within normal limits, indicating that the lead was not the cause of the high impedance. The generator was received, but no analysis has been approved to date. No further relevant information has been received to date.